Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage at site. Moreover, the infusion set was used for three days. No further information available.